Manufacturer narrative:
Claim #: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -5.50/1.5/091 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6)2023 the lens was explanted due to excessive vault. A replacement lens of shorter length was implanted and it was reported that the problem resolved. Reporter stated " good vault of about 800 microns, still somewhat high, but angles about 20deg". The reporter stated that the cause of this event was due to user error, product did not fail to perform as intended.

Manufacturer narrative:
Claim#: (B)(4).